Event description:
Customer reports that he attempted to test with the device and received an error eee on the display. The customer had low blood glucose symptoms at that time and collapsed when trying to get something to eat. He was given juice and a banana by his son to elevate his blood glucose. No medical intervention was received. Requested return of suspect device and replacement was sent.